Event description:
Customer reported that the insulin pump is cracked at the battery compartment and is no longer working. Blood glucose value is 358 mg/dl; treated with manual injections. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with broken battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked display window corner, cracked lcd window and minor scratched lcd window.